Event description:
It was reported that a patient started having an increase in seizures. The patient had not been seen by his previous physician lately, and the physician was unable to be contacted. Attempts for further information have been unsuccessful to date.